Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different wall adapter. In addition, the customer stated the battery gauge dropped suddenly from 90% to 5% and shut off. After turning the pump back on the battery was charged to 100%. Customer reported blood glucose level was 190 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.